Event description:
On (B)(6) 2010, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, imaging showed a proximal type I endoleak and a type ii endoleak off the lumbars. Later that week, the pt underwent an endovascular procedure where a coil embolization was performed and glue was added to the sac. The glue was also used to resolve the proximal type I endoleak. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specifications.